Manufacturer narrative:
(B)(4). Baxter medical assessment: (B)(4). As this case is not assessable, this case is being conservatively reported. No further information is available at this time. Baxter is currently in the process of following up with the reporter to obtain additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: based on follow up information it appears that a user error, namely non-irrigation of excess product may have contributed to the reported inflammatory reaction and the subsequent pelvic pain. Surgeon's retraining has been provided and is documented. No further action required. (B)(4). This case will be kept on file for trending purposes.

Event description:
Additional information received from the reporting surgeon by baxter on (B)(6) 2011: the reporting surgeon stated that she used floseal on a patient undergoing a laparoscopy using the da vinci robotic system. The patient complained of pain during the 1 week post operative visit, which the reporting surgeon felt might be more due to the patient's history of drug seeking tendencies than anything physical. This patient then sought another opinion from a local general surgeon who decided to do a second laparoscopy. During this procedure the surgeon noted diffuse inflammation and the patient was hospitalized for several days. The reporting surgeon stated that she used floseal, not routinely, but whenever she felt the patient's bleeding warranted it, eliminating any prophylactic use. The reporting surgeon stated that she does not irrigate excess material once hemostasis is achieved. The necessity of removing any matrix not incorporated in the hemostatic clot was discussed with her by baxter, which the reporting surgeon stated she would be happy to do from now on.

Event description:
Baxter sales representative called to advise that his customer dr. (B)(6) performed a surgery a couple of weeks ago (date unknown), removing one of her patient's ovaries. A floseal 5ml (1501825) was used during the surgery to stop the oozing, thereafter, everything appeared fine with patient. Patient later reported to dr. (B)(6) a problem with pelvic pain, as she elected to visit an alternate doctor for an examination, who's prognosis was inflammation due to her recent surgery. Furthermore, the alternate obgyn supports that floseal could be the cause of patients' discomfort and need for additional surgery. Patient later had her 2nd ovary removed. Representative didn't have any additional information i.e., po#, order# or lot #.